Event description:
It was reported that revisions surgery was performed due to loosening of the patella due to cement failure. The articular insert was replaced due to pitting caused by cement debris.